Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced a superficial skin infection, did not spread inside to the stomach. The patient was hospitalized on (B)(6) 2020 for the infection and high crp level. The patient was treated with unknown intravenous antibiotic, three times a day during hospitalization. The patient's crp decreased to 16 and was discharged from the hospital on (B)(6) 2020. The patient was additionally treated with unknown oral antibiotic twice daily from (B)(6) 2020 to (B)(6) 2020. It was reported that the stoma site is almost recovered with a little redness.